Manufacturer narrative:
A representative went to the site to preform system check out. It was reported that the laser was off of alignment. They adjusted the alignment and the system preformed as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2020 (B)(4) (hcp): medtronic received information regarding a navigation system used intra-operatively for a sacroiliac and thoracolumbar procedure. It was reported that the laser positioning on the imaging system was inaccurate. They had the patient lined up properly with the laser, but when they took the 2d image they were off by several levels. There was no delay in procedure and there was no reported harm to the patient.